Manufacturer narrative:
Device product code unavailable. Catalog and lot number unknown / not provided. PMA/510(k) number unavailable

Event description:
It was reported that while removing bridge placed on positions 24 and 26 doctor noticed that bridge mobility was due to loosening of unknown zd screw.

Manufacturer narrative:
(B)(4). No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined.